Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced premature ventricular contractions (pvcs). The pvcs fell into the device's blanking period and resulted in a ventricular pace on a t-wave inducing the patient into ventricular fibrillation (vf). The device did not deliver shock therapy to convert the rhythm. A health care professional (hcp) inquired about available programming options. Boston scientific technical services (ts) discussed programming options. Subsequently, the patient later experienced an additional episode of pvcs resulting in ventricular pacing on a t-wave, however, vf was not induced during this episode. The hcp again inquired about programming options. Ts discussed potential programming options and discussed that it may be difficult to program around the pvcs due to the unpredictable nature of the pvcs. No changes have been made. No adverse patient effects were reported. This product remains in service.